Manufacturer narrative:
(B)(4). During the second puncture attempt, it was discovered that there was 7cm of pericardial fluid over the ra. The blood pressure dropped and the heart rate may have increased; therefore, medication was administered. The procedure was discontinued and the patient was kept for observation. It was suspected that the transseptal needle/catheter caused the bleed. As of (B)(6) 2015, the patient was still hospitalized, with no change in condition. There was pericardial fluid present, but it was not hemodynamically significant. The patient is still in heart failure (as before the procedure). The patient is not a surgical candidate and a new mitraclip attempt will not be performed. No additional information was provided. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system is being filed under a separate medwatch MFR number.

Event description:
This report is filed for the tear noted on the soft tip of the steerable guide catheter. A torn soft tip has the remote potential to cause serious injury if a piece of the soft tip is left behind in the anatomy. It was reported that the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient had a large atrium due to prolonged atrial fibrillation, which made the septal puncture very difficult. Although it was as anterior as possible, the puncture site was 5.0 cm above the valve. The clip delivery system (cds) was advanced to the left atrium (la); however, due to the height, the cds was close to the aorta. Several attempts were made to compensate, but no satisfactory grasp was possible. The devices were removed to make a second puncture. After removal, a tear was observed in the steerable guiding catheter (sgc) hemostatic valve, thought to be due to cds removal.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.